Event description:
It was reported that the holster is not allowing the probe to cut the breast tissue during the sample mode. The troubleshooting indicated that the cutting fork was not spinning upon activation. There was no procedure involvement. There were no pt consequences reported.

Manufacturer narrative:
(B)(4). Transverse drive shaft. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found during testing, that the unit had contamination on the drive shaft that caused slow rotational turning per the customer complaint. To correct this issue, the analysis site replaced two (2) drive shafts, and two (2) bushings. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.